Event description:
It was reported that during use the product was broken. Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
Evaluation results: our evaluation revealed that the reservoir stopcock was completely broken at the uv bond joint. Further examination found that the uv bead around the broken stopcock luer was soft(uncured).